Event description:
Additional information was received 03nov2021: the device lot number was provided. Additional information was received 16nov2021: the procedure being performed was antegrade stent placement. When the surgeon grabbed the the roadrunner wire guide with biopsy forceps, a very thin wire separated in the patient's bladder. The separated wire was removed using the biopsy forceps.

Manufacturer narrative:
Additional information: b1, b2, b5, d4, h1, h4, h6: health effect - impact code (annex f). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during an antegrade stent placement, part of a roadrunner wire guide separated or came loose from the device. When the surgeon grabbed the roadrunner wire guide with biopsy forceps, a very thin wire separated in the patient's bladder. The separated wire was removed using the biopsy forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was also performed including a review of complaint history, device history record (DHR), and quality control data. The device was sent by the local cook field rep on (B)(6) 2021 to cook ireland. As of (B)(6) 2021 the device has not been received by cook ireland so is assumed to be lost. No physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of the device history record found potentially related non conformances recorded for the lot, as the complaint device was not received it was not possible to determine if the device failed in manner related to the non conformances. The identified non conforming devices were recorded as scrapped prior to lot release. A review of complaint history records shows no other complaints associated with the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. The wire guides are inspected before and after being coated for damage. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A cause for the complaint could not be established based on the available information it was not possible to rule out patient anatomy/condition, user/procedural issues and/or device failure as possible causes of the complaint. The risk assessment for this failure mode was reviewed, and it was concluded no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter name and address- postal code: (B)(6). This device catalog # is not marketed within the us. Rpc-035145-0-01 is a similar product for which these fields have been entered. PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure, part of a roadrunner wire guide separated or came loose from the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional event information has been requested.